Event description:
It was reported by the rep that the (20 mcl20 were used during a bowel resection procedure. It was reported that while closing the clip applier on the vessels, the clip would become dislodged and fall out of the applier before it was fully closed. The case was finished with an add'l applier.